Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 3000 mcg/ml at 90.12 mcg/day via an implanted pump for non-malignant pain. It was noted the reporter was in the middle of a catheter revision and was wanting to confirm her numbers on what was added/trimmed from the existing catheter on the date of this report and asked for assistance in how to program the new volume/length into the programmer. The rep had no time to answer further questions about the event as she was in the middle of the case. Catheter lengths/volume calculations were reviewed and the rep was assisted with screen navigation in order to program the catheter revision accurately in the new "clinican" programmer. No further information was provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID a810 lot# serial# unknown implanted: explanted: product type software product ID 8780 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type catheter update: the previous device code (B)(4) was replaced with (B)(4). The previously applied patient code (B)(6) was replaced with (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient was never experiencing withdrawal symptoms, but the patient never felt any relief from pump. It was determined that the catheter was wound up behind the pump. The physician cut part of the pump segment and replaced the shorter piece. The issue was resolved. The patient¿s weight at the time of the event was unknown. The healthcare provider / facility did not allow the company representative to take the explanted device / refused return.